Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported problem was confirmed but not replicated. In logs, the 25595 error were found indicating calibration, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed and where it passed all tests. As a result of these findings, failure analysis was able to conclude that calibration was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, that the customer experienced error code 25595 during a procedure, indicating a communication error on the master tool manipulator (mtmr) armnet. The customer performed a hard reboot, but the error returned shortly after, causing the right-hand control to go limp. As a result, the customer decided to convert the procedure to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. Isi has received the mtm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.